Manufacturer narrative:
(B)(4). Method: the complaint rt235 circuit was received and was visually inspected and pressure tested to check for leakage. Results: visual inspection revealed a crack on the swivel wye. Scuff marks were also present on the swivel. The pressure test revealed that the breathing circuit did not exhibit significant leak. A lot check was not performed as a lot number was not provided. Conclusion: we are unable to determine what has caused the cracking but the damage appeared to be the result of physical impact. All rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions that accompany the rt235 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that they found a crack in the swivel of an rt235 infant breathing circuit after one week of use.no patient consequence was reported.